Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that, after a knee replacement, a patient had knee effusion, tricompartmental synovitis with hypertrophic scar and lateral bone spur, and plica syndrom.